Event description:
As reported (B)(6) 2014, (user medwatch uf(B)(4) ), a (B)(6) patient of unk gender presented for an rfa procedure of the liver. The pt presented with existing red, blotchy skin prior to the procedure. The procedure was successfully completed with no reports of device malfunctions or pt complications. The grounding pads were removed post procedure without any noticeable changes in the pt's skin. After the pt was transported to sicu, it was noted the pt's skin had formed blisters on the right lateral thigh. The pt's skin was dressed, and the pt was discharged with medical instructions for taking care of the blisters. A follow up visit confirmed the area was no longer blistered, and had scabbed over. There was no report of permanent harm or injury to the pt due to this event. It was reported the rfa system is available for return for evaluation by the manufacturer.

Manufacturer narrative:
It was reported that the rfa system involved in the incident is available to be returned to the manufacturer for evaluation. To date the unit has yet to be returned. Attempts are being made to obtain the unit. An investigation into the root cause for event is currently in progress. A review of the hardware service records for the account's rfa generator (s/n (B)(4) ) noted no issues. The results of the unit evaluation will be sent via a follow up medwatch. (B)(4) .